Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and other manufacturer cardiac resynchronization therapy defibrillator (crt-d) had pacing impedances that had been trending down since implant. The impedances were now low out of range less than 200 ohms. Isometrics and pocket manipulation were performed and did not result in noise. The lead remains in-service. No adverse patient effects were reported.